Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, knee operation in 2003, menopause and endometrial biopsy ((B)(6) 2015, (B)(6) 2016,) on (B)(6) 2013. Concurrent conditions included excessive menstruation, weakness, menorrhagia, constipation, headache, uterine fibroid, respiratory infection, nasal stuffiness, ear pain, otalgia, leg pain, back pain, lumbar strain, uterine bleeding, vaginal dryness, painful intercourse, bloating, breast tenderness, joint swelling and adenomyosis. Concomitant products included meclofenamate sodium and tranexamic acid (tranexamic). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue") and anaemia ("anemia"). The patient was treated with surgery (total vaginal hysterectomy; bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, fatigue and anaemia outcome was unknown. The reporter considered anaemia, fatigue, genital haemorrhage and pelvic pain to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.